Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the pump was started up with normal audio and vibratory features. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end testing, the basal history correctly showed the proper total daily dose of insulin. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.